Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information such as primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
Additional devices listed in this report: cat # 6276-7-018, lot # caxnc41d, description: mod con dist stem 18 x 155 mm; cat # 502-11-62g, lot # 38141201, description: trident hemispherical cluster hole shell; cat # 6276-1-025, lot # 44407408, description: 25mm mod rev hip body/bolt stdcomponent level 9006-1-025; cat # 6260-9-628, lot # 28550702r, description: 28mm +6 lfit v40 femoral head; cat # 626-00-48g, lot # 42136302, description: modular dual mobility insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a revision of a right hip due to infection.

Event description:
It was reported that there was a revision of a right hip due to infection.